Manufacturer narrative:
Date of event was approximated to (B)(6) 2017 as it was reported that the bleeding was noted two years and zero months after the procedure. However, no specific event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, two years after the procedure, the patient presented slight bleeding. Examination was performed and findings showed light mesh exposure. The patient is under observation and no treatment has been performed.